Event description:
Pump reported to not infuse unknown IV fluid as intended and that IV fluids were backing up into the IV bag. No add'l details are known and no clinical contact was able to be obtained. No pt injury reported.